Manufacturer narrative:
(B)(4). Customer returned pump for alleged no delivery/occlusion alarm during therapy found on (B)(6) 2022. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. The test p-cap locks properly into the reservoir compartment. No unexpected no delivery alarms were encountered during testing. Pump's history and trace files downloaded successfully using thump software. No delivery alarm was found in history files and traces on event date of (B)(6) 2022 at 2:59 am during bolus. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and corroded battery tube. No delivery alarm was not confirmed during testing. Moisture damage was found on pcba 1 and 2 as well as the motor and inside the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Customer reported that insulin exit during 3 unit fixed prime fill cannula. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.